Event description:
A customer contacted beckman coulter inc. (Bci) regarding the coulter maxm with retics analyzer which generated erroneously low complete blood count (cbc) results without instrument generated flags on the subsequent runs for a single patient specimen. The erroneous results were reported outside the laboratory. Physician questioned the cbc results. The same patient specimen was rerun in primary mode twice and each time cbc results were lower. The customer considered the initial results as correct and the patient was not redrawn. The results, provided by the customer. Based on the information provided by the customer, there was no affect on patient treatment.

Manufacturer narrative:
(B)(4). Evaluation (other): aspiration bottom sensor worn-out from normal use. An investigation was conducted to evaluate this issue. No product deficiency or malfunction was identified and the issue was related to a worn-out part due to normal use. A mandatory technical service bulletin (tsb) is issued with instructions for field service to inspect and replace the part when necessary. The preventive maintenance procedures will be updated in the operators manual to include inspection of the aspiration probe sensor every six months and request replacement if required. A design improvement is in process to improve the cable and seal the board and switch assemblies.

Manufacturer narrative:
(B)(4), evaluation: aspiration bottom sensor worn-out from normal use. A correction through a follow-up correction and removal fa01oct2010 was issued to include installing a new software (v4). The new v4 software released with fa01oct2010 includes a design improvement for the aspiration bottom sensor. With v4, the cd sapphire will execute sensor checks to determine the status of the sensor and will generate an error message if an issue is detected.

Event description:
The customer reported a sample aspiration issue with the cell-dyn sapphire analyzer. An abbott field service representative replaced the aspiration bottom sensor in order to resolve the issue. No impact to patient management was reported.